Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: -revision left hip, pain, swelling, and difficulty to ambulate -labs elevated metal ions, cobalt 7.0 h & chromium wnl, large pseudotumor, metallosis -20mls black turbid fluid. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.

Manufacturer narrative:
(B)(4). The customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 17 years post-implantation due to pain, swelling, elevated cobalt levels, and difficulties with ambulation. During the procedure, it was noted that the patient had a large pseudotumor with black fluid, and metallosis. The cup and stem were retained. Follow-ups to gather additional information are currently in process.